Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the pacemaker was interrogated and when introducing patient data but before pressing programming , the mobile programmer application screen went white and the application crashed. The patient experienced several heart blocks during the event but the analyzer remained stimulating although the parameters could not be modified. The mobile programmer remains in use. No patient complications have been reported as a result of this event.